Manufacturer narrative:
Pump received with flashing white on the display with constant beeping. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to flashing white light display. No partial display of blank and white lines or partial display during testing. Unable to download to thump and carelink due to flashing white on the display. Pump was cut open to perform visual inspection and found no moisture damage on the pcb 1, pcb 2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. Peeled off the lcd foam tape and found cracked lcd controller during the visual inspection. Swapped out test pcba 1 with the original pcba 2 and a flashing medtronic logo occurred. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay during the visual inspection. Customer alleged was confirmed for flashing white light on the display with constant beeping due to cracked lcd controller. Flashing medtronic logo during the isolation of the electronic boards, problem isolated to the pcba 2. Customer alleged for partial display of black and white lines not confirmed. Unable to download to thump and carelink due to flashing white light on the display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a partial display of black and white lines. The customer has a flashing white display and constant beeping. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the partial display, and the customer continued to see missing segments after replacing the battery or after running the self-test. Troubleshooting was partially performed for the constant tone. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.